Manufacturer narrative:
This report is being filed to update the patient identifier.

Event description:
It was reported that after implanting this right ventricular (rv) lead good values were seen with unipolar testing. However, after running the bipolar test the pace impedance measurements were high and out of range and the pacing thresholds were high. The rv lead was thus not used, and a new lead was used with no issues.

Manufacturer narrative:
This lead was expected to be returned. Should the lead be returned analysis will be conducted and this investigation will be updated.

Event description:
It was reported that after implanting this right ventricular (rv) lead good values were seen with unipolar testing. However, after running the bipolar test the pace impedance measurements were high and out of range and the pacing thresholds were high. The rv lead was thus not used, and a new lead was used with no issues. No adverse patient effects were reported. This lead was expected to be returned.

Manufacturer narrative:
This report is being filed to update the lead serial number.

Event description:
It was reported that after implanting this right ventricular (rv) lead good values were seen with unipolar testing. However, after running the bipolar test the pace impedance measurements were high and out of range and the pacing thresholds were high. The rv lead was thus not used, and a new lead was used with no issues.

Manufacturer narrative:
The complete lead was returned intact, and the helix was extended with dried body fluid in the helix housing. The lead passed electrical continuity testing, and the inner insulation appeared normal with no indicated of electrical shorts between conductors. There was no blockage in the lumen of the lead and visual inspection showed no abnormalities. Laboratory analysis did not confirm the reported clinical observations based on normal lead resistance measurements and normal inner insulation testing and inspection which showed no conducted issues were present.

Event description:
It was reported that after implanting this right ventricular (rv) lead good values were seen with unipolar testing. However, after running the bipolar test the pace impedance measurements were high and out of range and the pacing thresholds were high. The rv lead was thus not used, and a new lead was used with no issues.